Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uti, pinkeye, vomiting, neck pain, knee sprain, maxillary sinusitis, rhinorrhea, nasal congestion and subconjunctival hemorrhage. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced vaginal disorder ("vaginosis"). On (B)(6) 2019, the patient experienced migraine ("migraines / headaches,="), 9 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), anxiety ("anxiety"), depression ("depression") and flatulence ("issues passing gas") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, vaginal disorder, migraine and weight increased had resolved and the menorrhagia, anxiety, depression and flatulence outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, flatulence, menorrhagia, migraine, pelvic pain, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted regarding essure removal-no (per ppf) and as per pfs essure removed? Yes three trailing coils were noted on the left side and four trailing coils on right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migraine, abdominal pain. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs and mr received. Events: medical device removal were updated to abnormal bleeding (vaginal, )new events: infection (bladder/ urinary tract/vaginal) type: vaginosis, psychologicalor psychiatric problems condition: anxiety/depression, migraines / headaches, dysmenorrhea (cramping), issue passing gas , pain: pelvic and abdominal , weight gain were added. Medical history and lab data were added. Fu 2 and 3 processed together. On 30-jan-2020: mr received. Reporters information added. Fu 2 and 3 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (yes). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted regarding essure removal no (per ppf) and as per pfs essure removed? Yes. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: previously reported event injury was deleted. Following event was added :medical device removal. Reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.